Event description:
It was reported that the devices cuff was inflating asymmetrically. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. When the sample was inflated with air, the cuff only inflated one side. The pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. When measuring the cuffs, the percentage for the symmetry was: 47%, these results are over 33.3% that is the minimum acceptable. Based on the test, the units are within spec. The complaint is not confirmed. No root cause could be determinate since the samples successfully passed cuff symmetry test. No corrective actions were taken since the complaint was not confirmed.